Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The impact to the customer's blood glucose level was not known. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed. Reportedly, the customer was apidra insulin.